Manufacturer narrative:
Analysis of the pump revealed a failed lab dispense test that was above specification. During dispense accuracy testing in the lab, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 4 tests. As per the logs, the pump administered lioresal with concentration 4000.0 mcg/ml at a dose rate of 460.7 mcg/day as of (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving compounded baclofen with concentration 4000 mcg/ml at a dose rate of 460.7 via an implantable pump for cerebral palsy and intractable spasticity it was reported that the pump was explanted and replaced regarding a routine elective replacement indicator (eri) change. There was no event noted. No patient symptom was reported. They were questioning the status of the internal filter of the pump. No further patient complications have been reported as a result of this event.